Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Therefore the problem could not be confirmed. The assignable cause could not be determined, as no device malfunction nor use error was identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced and was hospitalized for peritonitis. The cause of peritonitis was unknown. One the same day, the patient was treated with an injection of vancomycin 1 g (frequency and route not reported), an injection of fortum 250 mg in every bag intravenously (IV), an injection of forcan 100 mg once daily (od) (route not reported), and an injection of meropenem 500 mg stat IV for peritonitis. The patient was still hospitalized and the outcome of this peritonitis event was unknown.